Manufacturer narrative:
01apr2025 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed of. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the tubing connection was leaking/kinked. A metriq tubing set was selected for use for a farapulse pvi procedure. The metriq tubing was attempted to be used with the intellagen pump, as the customer did not have the correct tubing stocked. They tried to rig it together, but it was leaking and did not connect. A smartablate bsw tubing was used in its place and was successful. They have since ordered the correct tubing. The procedure was completed successfully by replacing a new tubing subsequently with no patient complications reported. The device will not be returned for analysis as it was disposed.